Manufacturer narrative:
Analysis found, could not confirmed the reported fault cause bur not locking securely intermittently. Base connecter found to be corroded and inside the nose connector appear to be corroded and worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that the attachment was running hot when used during operation. There was no patient impact. On follow up, it was around a minute or so before overheating occurred.